Event description:
Embogold microspheres inserted in 2001 for uterine artery embolization. Developed endomyometritis and inflamed appendix. Did not respond to antibiotic treatment. Underwent total abdominal hysterectomy and appendectomy 2 months later. Concerned that since product was colorized in 2001, the infection rate has risen.